Manufacturer narrative:
Additional information was provided that wasn't included in the initial report and it has been provided in this report.

Event description:
The customer reported during the call, the sensor was giving inaccurate readings and incorrectly triggering the threshold suspend feature on the insulin pump. The sensor reading was 80 mg/dl, while the blood glucose was 388 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensors only last for 2 days and is unable to get the sensor glucose value. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised the customer on proper insertion and found that the transmitter worked correctly. The customer was advised to change out their sensor and that new sensors would be provided and to return the product for analysis.